Manufacturer narrative:
The complaint description states that during the glenoid preparation the 2.5mm drill bit broke leaving 1.5cm of drill bit tip in the scapular bone. The device associated to the complaint was not returned for analysis. No other analysis was possible because the batch number was not provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the glenoid preparation the 2.5mm drill bit broke leaving 1.5cm of drill bit tip in the scapular bone. 75 minutes delay in surgery.